Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. Philips field service engineer (fse) found both errors in the device event log. The fse replaced the airflow sensor to correct the out of range flow issue. An extended self test and performance verification passed when repair was complete. The unit was ready for clinical use.

Event description:
It was reported that a high internal o2 alarm and exhalation flow outside range was observed. There was no patient or user harm reported. The event date was not specified; estimate used.